Event description:
It was reported that the stent moved on the balloon. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A us 4.00 x 32mm synergy xd drug-eluting stent was delivered with a guidezilla, however, the stent shifted on the balloon. The stent was removed, and the procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 4.00 x 32mm was returned for analysis. The device was received over a guidewire and inserted through the guidezilla guide catheter. A visual and tactile examination of the exposed section of hypotube (the section not inserted through the guidezilla) did not exhibit any kinks or damages. A visual examination of the distal extrusion identified no damages. A microscopic examination of the distal extrusion and balloon identified no damage. A microscopic examination of the crimped stent identified that the proximal section of the crimped stretched was pulled distally along the balloon. As a result, the crimped stent at its proximal end was bunched. As a result of the stent damage, it was not possible to retract that the damaged stent of the crimped stent back through the guidezilla catheter. The undamaged crimped stent outer diameter was measured, and the result was within maximum crimped stent profile measurement.

Event description:
It was reported that the stent moved on the balloon. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A us 4.00 x 32mm synergy xd drug-eluting stent was delivered with a guidezilla, however, the stent shifted on the balloon. The stent was removed, and the procedure was completed with a different device. There were no patient complications reported.